Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received 1 negative quickvue otc result and 1 positive result using another at-home antigen assay (flowflex). The consumer did not mention performing further confirmation testing.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: maude report (B)(4).